Event description:
The surgeon was attempting to insert a suprapubic catheter. The patient had a very large pannus. The cook needle was passed into the bladder under direct vision. A 0.035 guidewire was placed and gently dilated patient. Up to 14-french. The cope loop nephrostomy tube would not pass and the patient was dilated to 16-french using the dilator at which point, the wire was encountered. Multiple attempts then were made to try and get a length of wire that was not kinked and again the surgeon could not pass the cope loop through the belly wall, which was extremely thick. Eventually, in trying to re-dilate him with the stiff dilator, the wire broke. There was now nothing visible at the skin. There was a piece of wire in the bladder. The surgeon grasped it using the flexible biopsy forceps and was able to unravel some of it but could not remove the rest of it. At this point, with most of the wire in the bladder, the decision was made to leave the wire. No other therapies about 2 months ago, the wire was removed as part of a planned evaluation/cystoscopy so did not result in an extra procedure.